Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. Performance analysis: blood side pressure integrity testing was performed at three liters per minute with twenty-three psi of back pressure for ten minutes. During the test a leak from the hex side seam was observed. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. (B)(4).

Event description:
Medtronic received information that during the priming of this oxygenator a leak was noted. The unit was not used. There was no reported patient involvement.